Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n086325011, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: n086325011, ubd: 04-oct-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 45 mcg/day) via an implantable pump for head injury. It was reported there was a suspicion of catheter fracture. The date of incidence was reported to be (B)(6) 2018. Since the effect had weakened, it was suspected that the connector was fractured when x-ray examination of the catheter was performed. The attending physician's assessment indicated the catheter seemed to be fractured at the connector part. There was a possibility that the angle of the connector and the catheter had applied a load on the catheter. The replacement procedure of the catheter would be performed on (B)(6) 2018. The event was considered serious. The outcome was considered unrecovered. The event was considered to have no causal relationship with the drug, catheter, pump, or programmer. The event was considered to be causally related to the surgical procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement procedure was performed on 2018-nov-28. Replacement of the catheter was scheduled at first, but as a result, 3 cm of the indura catheter was cut, and the catheter was reconnected. It was reported a part of the anchor (the catheter in the caudal part of the anchor) was fractured, not the connector part. There was no change in the causal relation evaluation by the attending physician. The catheter would not be returned as it was discarded by the customer.